Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not the product a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Additional info was requested and received. (B)(4).

Event description:
An optometrist reported that following an intraocular lens (iol) implant procedure in (B)(6) 2009, the lens is calcified. The pt complains of cloudy vision. Additional info has been requested.